Event description:
Maude event voluntary report #(B)(4) was received. A copy of the report will be included in this report. This is report 1 of 11 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received.